Event description:
It was reported to boston scientific corporation that a renal dilator was inspected upon receipt at the user facility. According to the complainant, during unpacking, "it was found that three devices were damaged". It does not appear to have occurred in shipping, but rather is packaging and/or packing of the devices. This report is for one of three devices. Refer to associated manufacture reports #3005099803-2009-05025 and #3005099803-2009-05026 for a description of the first and second devices. There was no patient involvement in this event. Follow up with the materials coordinator revealed that during an inventory cycle count, it was found that the packages were damaged and sterility was compromised. The packages are stored in a hanging position at the user facility.

Event description:
It was reported that the device was explanted after an implant duration of approximately 10 months, due to unknown reasons. No further details were provided.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure performed on (6)(6), 2009. According to the complainant, during the procedure, the pump motor failed to switch on. The procedure was completed with another endostat ii electrosurgical unit. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.